Event description:
It was reported that the image was cloudy during procedure.

Manufacturer narrative:
The device was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future re occurrence. Reported failure mode: "the optics became cloudy during the procedure, so another optic had to be used." Probable root cause: the reported failure mode was likely caused by user error and mishandling of the device. The device manufacture date is not known.

Event description:
It was reported that the image was cloudy during procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.